Event description:
As reported, in 2008, this pt was implanted with gore excluder aaa endoprosthesis for an abdominal aortic aneurysm. Intra-operatively a proximal type I endoleak was observed. Aortic extender component was implanted and successfully resolved the endoleak. Angiography revealed the catheter of the aortic extender component had broken at the polyimide to body shaft junction and remained in the pt. The remaining portion of the olive was still mounted on the guidewire and was retrieved with a snare. No other adverse events were reported.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.